Manufacturer narrative:
Additional information: three photos were received for. Picture one and three, cuff noted to asymmetrical. One sample was also received. Visual inspection of the device found it to be in good physical condition. Upon inflating the unit with air, it was seen that cuff inflated asymmetrically. When measuring the cuff, the percentage for the symmetry was 47.36 percent-greater than 33.3 percent minimum. Based on this result, the device is within specification. The reported customer complaint has not been confirmed.

Event description:
Information was received that smiths bivona® adult tts¿ tracheostomy tube was not inflating symmetrically. A nurse was doing precheck and event did not occur during patient use. No patient adverse events reported.